Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. When the customer inserted the cartridge into the cartridge compartment the insulin leaked out at the cartridge plunger. No adverse event was reported. This issue occurred "several times" with both boxes of the same lot number. The insulin cartridge was requested to be returned for product evaluation.